Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump alarmed multiple weak battery alarms, failed battery test alarms, and off no power alarms. Customer's blood glucose was unknown. Customer reported the device did not alarm a low battery alert prior to the off no power alert multiple times. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.